Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up. Intermittent noise was noted on the right atrial lead. Capture, sensing and impedance were all within normal limits. No intervention was performed. Physician elected to continue to monitor the lead. The patient was stable.